Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient's power consumption had been elevated at ~4.8 - 6.8w with a speed of 2500rpm for two days. The patient was brought in to clinic and the 14 day trend showed an increase in power when connected to the monitor. The patient was readmitted to the hospital and started on a heparin drip as well as an integrilin drip on (B)(6) 2016. The patient exhibited "large amounts of blood in patient's urine". Logfiles were sent on (B)(6) 2016 and power consumption confirmed to be above the normal range and power continued to increase. Patient was taken to the operating room (or) on (B)(6) 2016 for a pump exchange and remains hospitalized. The patient anticoagulation was controlled for the duration of the time he was implanted. He does not have a prior history of pump thrombus. Then the pump was removed, the team was able to confirm thrombus and believes the event is device related. The pump exchange resolved the issue of high powers. Further information provided reports that the patient expired on (B)(6) 2016.

Manufacturer narrative:
Additional information received: official cause of death was said to be multisystem organ failure. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed elevated power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing, but failed dimensional verification due to deviations in the rear housing disc curvatures, and failed visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller. Per internal investigation, these deviations in the rear housing disc curvature are not expected to impact pump performance. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Clinical factors may have contributed to the reported event and patient outcome. In addition related comorbidities may have also contributed. Though the root cause of the reported event based on independent pathology pump analysis revealed evidence of thrombus within the pump. And manufacturer analysis reports failed dimensional verification and failed visual examination there is no evidence to suggest that a device malfunction caused or contributed to the reported event. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.